Event description:
The permobile smart drive, would not stop, run on without being touched and drive me into objects, stop working then all of astounded take off, they replaced the controller a couple weeks ago, it's not working properly, stops and will not engage at times, has no power.